Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was delivering extra insulin without her intervention. The customer stated that she has been eating all day to bring up her blood glucose, and there is a space between the piston and the reservoir. The caller stated that she filled completely the reservoir with insulin two days ago, and she woke up with a low of 54mg/dl. The customer mentioned that she smells insulin when she removed the reservoir, but there was not any fluid in the reservoir compartment. The customer stated that the piston seemed to be loose. No further information was provided.